Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l46104, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported that the patient was having trouble with a lot of pain. The patient was waiting on a call back from a health care provider (hcp) that refilled their pump for her to ask the managing hcp because the patient was trying to figure out why their pain was ¿a whole lot worse with a brand new pump¿ and why the patient was still having so much pain. It was confirmed the pain had been since implant. The patient hadn¿t been able to get up and move around or anything and wasn¿t able to keep anything down. They were feeling ¿pain all over through my spine, my cervical, all the way down to my feet, my toes and I¿ve got different pain¿. It was noted ¿they tried to get me back up there but it¿s like four and a half and I just can¿t get up there and back like normal people do¿. The patient hated hurting like this and having to bother the hcp for ¿nearly two months¿ and the patient knew there was nothing they could do. There was no other hcp that would see the patient in the area. It was also noted the patient had an appointment the upcoming tuesday on (B)(6) 2012. The device system delivered hydromorphone, clonidine, baclofen and marcaine it was further reported that the patient hadn¿t been getting pain relief now for ¿a few about 4 years¿. It was reportedly ¿really bad¿ on (B)(6) 2014. The patient¿s medication hadn¿t been turned up in 4 to 5 years and the patient was having severe withdrawals. The withdrawals were reportedly also really bad in (B)(6) 2014 and she finally did call the hcp¿s office. The patient reportedly didn¿t eat due to pain. The patient did have several adjustments in which they increased by 5 percent and .20mg bolus and then a week later increased 10 percent. That however hadn¿t helped and the patient didn¿t want to ¿bother¿ the hcp. The last adjustment had been on (B)(6) 2014 and the last refill was on (B)(6) 2014. The patient though the concentration of dilaudid should be increased. It was noted the patient was allergic to morphine; the medications at an unknown point had been switched from morphine to dilaudid. No additional interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.